Event description:
It was reported that the pt experienced coupling and/or communication issues with the recharger. The antenna locator (al) feature was used and resulted in a power on reset (por) condition. This then led to the normal recharging screen. The pt experienced no relief with the pain felt below the knee. The pt did not have a 50% reduction in pain during the neurostimulation trial. Add'l info was requested, but not available as the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).